Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed initially without incident in december, 1997. Approx one mo post-procedure, the pt was reassessed and no problems were noted. The pt was reassessed again approx three mos later by two other physicians and dehiscence of the sling material was noted. It was recommended by both physicians the sling material be removed. No further treatment has been scheduled to date. No further details are available regarding the circumstances surrounding this event. The device remains in the pt. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."